Event description:
It has been reported to philips that the allura system did not boot up. A reboot did not resolve the issue. The system was not in clinical use when the issue was identified. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with the customer and confirmed that the system does not boot up and the rebooting does not solve the problem. Upon remote inspection, the rse evaluated the reported issue and instructed to reboot from main power distribution unit (mpdu). However, the customer resolved the issue. Therefore, no further action could be performed by philips. However, 2 months later the system was reported as frozen and the no further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.